Event description:
Procedure: lap appendectomy. Reportedly, the generator was set at 40/40. E2350h pencil and laparoscopic cautery were plugged into the generator. The pencil was plugged into mono port which the foot pedal was plugged into. Activation by surgeon of the foot pedal caused activation of pencil. Pencil was not in the safety holster so accidental 1 inch burn to the patient ruq abdomen occurred. There was no report of patient burn treatment or scar.